Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was admitted to the hospital four days after the onset of the peritonitis event (previously reported as three days.) Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. Three days after onset, the patient was admitted to the hospital for the peritonitis. Treatment was not reported. Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. No additional information is available.